Event description:
It was reported that the device migrated cephalad to 3 cm above the renal veins. Reportedly, the device was full of clots and some were propagating . The arms of the filter were horizontal. Two weeks after this event was reported and after the patient was thrombolysised, an attempt made to retrieve the filter was unsuccessful. Patient is asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The sample has not been returned for evaluation as it remains implanted in the patient. The information for use for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: migration: movement or migration of the filter is a known complication of the vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. It is unk if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unk.